Event description:
New information received notes that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the atrial lead continued to exhibit out of range capture thresholds and low pacing impedance. It was additionally found that the atrial lead also exhibited p-wave amplification variation. The right ventricular (rv) lead was found to exhibit a recurrence of out of range capture threshold, and was additionally found to be exhibiting r-wave amplification variation and increased pacing impedance. The patient was stable.

Manufacturer narrative:
The reported events of inadequate capture and r-wave amp variation were confirmed while high pacing impedance was not confirmed. A complete lead was returned in one piece for analysis. Final analysis of the lead found an external abrasion at 52.2cm to 52.3cm from the connector pin, breaching the outer insulation exposing the outer coil. The cause of the reported events of inadequate capture and r-wave amp variation was isolated to external abrasion consistent with friction to another device or features of the heart. X-ray examination and electrical testing did not find any other anomalies.

Event description:
New information received notes that the right ventricular lead and the atrial lead were both explanted and replaced. Patient condition was stable before, during and after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 2017865-2021-29223. It was reported that the remote transmission was received and revealed that the atrial lead had low out-of-range pacing impedance as well as over-sensing noise, out-of-range capture threshold and inappropriate mode switch. It was also revealed that the right ventricular (rv) lead had out-of-range capture threshold. No intervention was performed. Patient condition unknown.